Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred during insertion while in the cardio cath lab. The md followed the instructions for use (IFU) exactly before the insertion. The md vacuumed the intra-aortic balloon (iab) properly inside of the tray, but when the md attempted to advance the iab through the teflon sheath via left femoral artery resistance was met. As a result, the md removed the failed iab and teflon sheath successfully. A new iab was inserted successfully via the same insertion site (left femoral artery) and the procedure was well performed. There was no report of patient death or injury. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy with no harm to the patient. The patient outcome is no complications to the patient.